Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2015 alleging that on (B)(6) 2015 the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 500 mg/dl with associated symptoms of weakness and vomiting. The reporter confirmed that the patient did not receive any treatment above or beyond the usual routine of diabetes management. The reporter alleged a display issue (blank screen) on (B)(6) 2015. This complaint is being reported because the patient allegedly experienced hyperglycemia while on insulin pump therapy with a pump that had an issue with the screen being blank.